Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was determined to be an electrically leaky inductor, designator l1 from the analog pcb assembly. The inductor was causing 63 ma of excess off current, leading to the unexpected depletion of the battery assembly.

Event description:
The customer initially reported to physio-control that the batteries in their device were draining at a quicker rate than expected. After an evaluation of the device by physio-control, it was observed that there was internal electrical leakage causing the batteries to become depleted. This could lead to an unexpected loss of power. There was no report of any patient use associated with the reported issue.